Event description:
It was reported the epg (external pulse generator) was returned for maintenance. It subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the flextape out of specification. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. Product event summary: analysis noted that this device was part of an advisory and thus could not be reliably serviced. A scrap advisory was issued immediately.